Event description:
Pt uses oxygen at 3 liters per minute continuous with bleed in for ventilator. The pt has two model 31 liquid stationary units with manifold systems. Family called at 8:00 p.m. 12/17/96 stating oxygen was not working. Emergency medical service was activated to the home and were unable to trouble shoot the 31 liquid stationary unit. Medical equipment speicialist went to the home in the morning of 12/18/96 to check the equipment, pt used back up system overnight. Medical equipment specialists checked units, all checked out except primary pop off valve on 31 liquid oxygen unit. It was leaking at 18 psi. Therfore, the valve was changed and the system pressure rechecked. Roller base scales were reading inaccurately which accounted for the confusion for the family in the amount of oxygen in the unit. Unit rechecked 12/20/96, all valves passed, no leaks noted.